Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a health care provider (hcp) reported the protocol used for mris was verified along with the deep brain stimulation (dbs) and safety. The cause of the event was unknown, but the patient received several MRI scans with the dbs protocol.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v815155, implanted: (B)(6) 2012, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).

Event description:
A manufacturing representative reported the patient whose indication for use is parkinson's dual and movement disorders had an MRI done on sunday (B)(6) 2015 and was unsure if the device was turned off, the hospital staff was also unsure if the device was turned off. There was no telemetry with the implantable neurostimulator (ins) on (B)(6) 2015, they were unable to interrogate with the patient programmer or clinician programmer. The clinician programmer had displayed the reposition telemetry head error message. Moving away from any electromagnetic interference had not resolved the issue. The patient was moved to different locations and interrogation was attempted but no telemetry was established on (B)(6) 2015. The patient was experiencing confusion in the mind. The battery voltage was at 2.92v in (B)(6) 2015. Further follow-up is being conducted to obtain information about the cause and actions/interventions taken. If additional information is received a supplemental report will be submitted.